Manufacturer narrative:
The device is returned and an evaluation completed for it. The user¿s complaint was confirmed. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria at the time of shipping. On december 20, 2019, repair was done for the device by replacing the charge couple device (ccd) and cable. Upon inspection and testing, it was observed that there was no image for the device. This is attributed to the failed ccd unit. Cause of the failure of the ccd cannot be determined. There was also noise observed. This is due to flooding near the head breakage stop and breakage of the connector breakage stop wire. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event by the customer, there was no image displayed for the device. There is no harm to any patient or persons.

Manufacturer narrative:
Additional information has been received from the customer. This supplemental report is being submitted to provide this information. Please see the updates in sections: b3, b5, d10, g3, g6, h2, h6, and h10.

Event description:
Addendum jul 12, 2022: event occurred during reprocessing. A break was found in the break stopper during the reprocessing. When device was tested after the reprocessing was completed, there was no image. The image had been available in the inspection of the prior procedure.